Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection and drainage was noted at the ipg site. The physician believed that the infection was not device or procedure related. The patient was prescribed an oral antibiotics.

Manufacturer narrative:
Additional information was received that the patients symptoms did not improve with the prescribed oral antibiotics. The patient underwent an explant procedure and was doing well postoperatively. Model number/catalog number: sc-8336-50. Serial number: (B)(4). Batch/lot number: 17939612. Model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had developed an infection and drainage was noted at the ipg site. The physician believed that the infection was not device or procedure related. The patient was prescribed an oral antibiotics.